Manufacturer narrative:
Additional information. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("severe allergy to nickel") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), irritability ("irritability"), dysmenorrhoea ("menstrual periods very painful every 15 days"), back pain ("back pain"), urticaria ("episodes of urticaria") and fatigue ("fatigue"). The patient was treated with surgery (removal scheduled for (B)(6)). At the time of the report, the allergy to metals outcome was unknown and the irritability, dysmenorrhoea, back pain, urticaria and fatigue had not resolved. The reporter provided no causality assessment for allergy to metals, back pain, dysmenorrhoea, fatigue, irritability and urticaria with essure. The reporter commented: following various medical disorder, gynecologist consultation and allergic test proving a severe allergy to nickel. Actions undertaken in the healthcare facility for management of the patient: removal scheduled for (B)(6), depending on availability. Appointment was to be planned in early (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: severe allergy to nickel. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.